Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) (high via bg meter reading); cause was unknown. Bg was addressed with a correction bolus via the pump. Customer continued to use pump for insulin therapy.